Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient and was not retrieved. At this time it is unknown what caused the breakage to occur and if the mcs tip cover accessory was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The procedure was completed with no reported injury. On (B)(6) 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical staff was unable to locate the missing tip cover accessory. An x-ray and CT scan were performed on the patient but nothing was observed. The scrub tech confirmed that they had installed the mcs tip cover accessory on the instrument; and, the installation tool was present on the back table. Both the mcs instrument and mcs tip cover accessory were visually inspected prior to use. The instrument was removed during the procedure, and the instrument wrist was straightened prior to removal. The surgeon was two hours into the procedure before noticing that the mcs tip cover accessory was no longer on the mcs instrument. The surgeon had not observed any issues with the mcs instrument and mcs tip cover accessory during the start of the procedure. Upon removal, the or staff noted that the instrument was very hot. There was no patient harm and the patient has not experience any post-surgical complications.